Event description:
It was reported that an interlink retractable micro-bore t-connection extension set experienced no flow. The customer stated ¿the product was flushed correctly the first time, however, the second time was not able to flush and no medication could be administered." There was no patient injury or medical intervention reported with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Exact patient age is unknown, however, it is known that the patient was a child. Should additional relevant information become available, a supplemental report will be submitted.